Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported event could not be replicated or confirmed. A visual inspection was performed and found no damage to the conductor wire and the instrument passed the electrical continuity test. However, the instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken conductor wire (black). There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 8mm maryland bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. The cable was found to be frayed. There was no loss of cautery associated with broken/loose cable. There were no signs of thermal damage at site of breakage with no arcing. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The patient information was not provided. Per failure analysis investigations, the instrument was found to have a frayed grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.